Event description:
Boston scientific crm received information that this right ventricular lead was explanted and replaced due to dislodgement. The patient had developed twiddler's syndrome. No adverse patient effects were reported.